Event description:
It was reported that a malfunction occurred with the pump, identified by a malfunction code that was not resettable. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Tandem technical support arranged to send a replacement pump with updated software to the customer, while the faulty device was to be returned within ten days. The customer will consult a healthcare provider for an appropriate backup therapy in the meantime.